Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a screw fell out of the top of her belt clip. Blood glucose level at the time of the incident was 406 mg/dl, which was treated with a manual injection. The customer stated that she had been using manual injections while waiting for a replacement insulin pump to arrive. The insulin pump was not replaced or returned for analysis.